Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the devices), in addition to patient factors (female gender, advanced age ¿ (B)(6) years) may have contributed to the ventricular perforation and subsequent surgical repair. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure following balloon aortic valvuloplasty (bav), a 23mm sapien 3 valve was deployed with 1 ml less than nominal volume. The final position was 80:20 aortic/ventricular (a/v). Post valve deployment, a pericardial effusion was observed. The blood pressure (bp) decreased and a pericardial puncture was performed but was not successful. Due to the ¿large amount of bleeding¿, the bp was not stable. Bleeding from the apex was confirmed on left ventriculography. Percutaneous cardiopulmonary support (pcps) was introduced to stabilize the patient. Surgical ventricular repair/restoration was performed. The native annular valve area measured 348mm2. Moderate valvular calcification and no aortic root calcification was reported. The exact timing of the event is not known; however, it was speculated that the safari guide wire may have perforated the left ventricle during pacing.

Manufacturer narrative:
Reference CAPA-20-00141.